Event description:
It was reported the patient¿s lead broke. It was noted you could see the lead through the skin. It was reported the lead was replaced a year or two later. It was noted the stimulator worked and had no problems.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3888-33, serial# (B)(4), implanted: (B)(6) 2004, product type lead; product ID 3888-33, serial# (B)(4), implanted: (B)(6) 2004, product type lead. (B)(4).